Manufacturer narrative:
The thermogard console (sn (B)(4) was evaluated at the customer site. The reported complaint that "the console was leaking and the top lid was observed cracked" was confirmed during the visual inspection. The coolant pump and the top lid were cracked. The root cause of the crack could not be conclusively determined. However, mishandling cannot be ruled out. Visual inspection of the thermogard console showed a cracked top lid and liquid under the device with the coolant reservoir almost empty, thus confirming the customer complaint. The top lid and the defective coolant pump were replaced to remedy the observed issues. In addition, unrelated to the reported complaint the air filter was observed dirty. The air filter was replaced to address the issue. A review of the event log showed no significant error messages or discrepancies. No faults or errors were reported by the thermogard console during the functional testing. During service, unrelated to the reported complaint, the retention p31 connector was improved, as part of preventive maintenance. Following service, the thermogard xp ivtm system passed all the final functional tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
The customer reported that the thermogard console (sn (B)(4) was leaking and the top lid was observed cracked. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.